Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system was exhibiting high impedance on multiple lead contacts. As a result, the patient is not receiving stimulation therapy coverage of the pain area. Surgical intervention may be taken to address the issue.